Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed that the previous driveline sheath repair was damaged near the driveline exit site. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event may be attributed to factors such as normal wear over time or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the driveline cable associated with hw10693 was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as review of the visual evidence provided by the site, revealed that the previous driveline sheath repair was damaged was damaged near the driveline exit site. A driveline sheath repair was performed to mitigate the reported conditions. During the service repair, additional tubing was found around the driveline cable which caused the driveline to feel stiffer and have a thicker diameter. The tubing was removed during the servicing, after which the driveline regained flexibility. As a result, the reported event was confirmed. Based on the limited information available, the most likely root cause of the reported stiff/thick driveline can be attributed to placement of external tubing around the driveline cable, likely by the patient or site. Per the instructions for use (IFU), the driveline should be exami ned for evidence of tears, punctures, or breakdown of any of the material during exit site dressing changes. However, per the IFU, the patient should not attempt to repair or service any components of the hvad system; if hvad system equipment malfunctions, the manufacturer should be contacted. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the previously repaired area was worn out and there were multiple cracks on the driveline. The patient and clinical staff complained that the driveline felt too stiff. A driveline sheath repair was performed while inpatient. The driveline was inspected and felt much stiffer than usual and even the diameter of the driveline was thicker. After removing the rescue tape from the previous repair, additional tubing was found around the driveline. The tubing was fractured in several segments and transparent, but ¿hard like a rock.¿ the tubing was removed, and sheath repair was carried out. The patient and clinical staff noted that the repaired driveline was more flexible than before the repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the service repair form but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drive line cable was damaged at previously repaired area, near the exit site. The damages were sheath damage and cracks. A driveline repair has been scheduled for late january 2022. The driveline remains in use. No patient complications have been reported as a result of this event..